Event description:
It was reported that during a laparoscopic cholecystectomy, the device clip could not close all the way proximal to distal. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.